Event description:
The introducer was being used in the neck region of an infant. The hub cracked and leaked blood for 8 minutes. The patient did require a blood transfusion due to this occurrence.

Manufacturer narrative:
(B)(4). An inspection of unused product, manufacturing instructions (mi), quality control (qc), specifications, and a visual inspection was conducted during the course of investigation. One used and six unopened products were returned to the manufacturer for an evaluation. An examination of the returned, used device revealed that the molded suture wing of the check-flo valve assembly was under-formed. No exterior damage to the device was observed, however, the sheath of the device was slightly angled with respect to the check-flo valve assembly. Further examination revealed there was a tear in the sheath material on the flared portion of the tubing. It is possible that this tear is the cause of the leak observed in the used complaint product. The returned unused product was also examined. Of the returned unused products, one leaked water at the location where the sheath protruded out of the sheath cap. After being disassembled, a tear was found in its sheath, similar to the one observed in the used complaint product. There is no evidence to confirm the product was not manufactured to current specifications. It is possible that the tear caused the device to leak during the medical procedure. The tear could have occurred during a manufacturing process, during the medical procedure if large forces were applied to the device, or during the device disassembly related to the complaint investigation. Detection activities have been conducted; however, the reason for this failure cannot be determined. We will notify the appropriate personnel and continue to monitor for similar complaints.

Event description:
The introducer was being used in the neck region of a five week old infant when the hub cracked and leaked blood for 8 minutes. The patient required a blood transfusion due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.